Manufacturer narrative:
The claimed issue was related to technical error (te) 65 and te 64 that indicating a turbine module failure (turbine module has stopped, o2 is delivered instead). In case of occurrence of those failures, may lead to stop of ventilation if no oxygen gas has been connected to the ventilator system. The device failed to meet its specification and it was concluded that it caused/contributed to the reported event. There was no patient harm. Identification of issue has been done by analyzing problem description and return information note (rin). Based on technician statement, the turbine has been replaced. The issue has been resolved and the device was delivered to the user in working condition. The turbine module generates compressed air and delivers air to the inspiratory gas. The part has been returned to the factory for analysis and the issue could not be reproduced. Apart from that, during pre-use check the turbine failed internal test and pointed as defective. Analysis performed by our contract manufacturer concluded that the cause was related to a broken wire inside the turbine motor. This failure mode was traced back to turbine motors produced during mid 2020 and was caused by the high production rate due to the increased demand for ventilators for covid-19 treatment. The production process has been revised to ensure that this will not happen again. The improved turbine module has been implemented in the production line of new servo-air devices and as spare part. The turbine module installed in this ventilator device was manufactured before the improved turbine was implemented.

Event description:
Manufacturer ref. #: (B)(4).

Event description:
It was reported that the ventilator generated technical error codes indicating turbine module failure and turbine module stand still. There was no patient harm. Manufacturer ref. #: (B)(4).